Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedances greater than 125 ohms. It was reported that the rv to right atrial (ra) daily was 130 ohms therefore the ra lead was programmed out of the system and the patient underwent defibrillation threshold (dft) testing. Dft testing revealed normal impedances in a shocking configuration of rv to can. Since dft was performed the impedances have increased from 82 to 100 ohms. The patient's implantable cardioverter defibrillator (ICD) is a competitor's product. Ts recommended that the lead continue to be followed since impedances are not greater than 125 ohms at this time and dft's were normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.